Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 17.6 mmol/l at the time of the incident. Customer stated that yesterday evening, the up arrow button got stuck and the numbers ramped up even though they were not pushing buttons. Customer took out the battery for a little while and received a battery out limit alarm. Customer stated that the alarm would not clear. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.